Manufacturer narrative:
G3): the device and investigation were completed on 27 oct 2021. H3): device evaluation: the device was returned and evaluated by a cross functional team. The lead was not returned with the tightrail device. The shaft of the device had heavy crepitation (biologics) and severe shape set, the blades were retracted and not concentric. With the handle halves separated, the inside of the device was relatively clean of biologics. The end cap was pushed into the handle, indicating force was put on the end cap. The barrel and sleeve were in good working condition besides marring seen on the home track and far track return paths as well as the biologics throughout the barrel. X-ray showed no foreign objects within the shaft. The shaft of the device was not herniated. Since the lead was not returned with the device and there was no herniation of the shaft nor foreign objects present in the shaft of the device, it could not be determined how the lead became stuck within the device.

Manufacturer narrative:
Patient''s date of birth unk. Device was returned to the manufacturer on (B)(6) 2021; however device evaluation and investigation is still ongoing. A supplemental MDR will be submitted with findings and conclusions codes upon completion of the device evaluation and investigation.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose a spectranetics 13f tightrail rotating dilator sheath to aid in lead removal. While in use, the tightrail device got stuck on the lead. The physician had to rotate the device clockwise and counter clockwise while pulling the device and pulling the trigger to get it to release. The tightrail device was no longer engaging the blade. Another tightrail device was used, the procedure was successful, and the patient survived with no reported harm. This report captures the 13f tightrail device which became stuck on the rv lead, requiring intervention.